Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet failed to produce insulin drops during the ¿fill tubing¿ step of a supply change. The agent instructed the user¿s caregiver to continue filling to 60 units, but no drops appeared. The cartridge was then removed and found to be leaking. The agent instructed them to perform a full supply change using new supplies, which successfully restored insulin delivery. No blood glucose impact or injury was reported.